Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is not registering customer's standby requests. Customer reported that the infusion set is not adhering to the body. Customer also stated that his carelink uploads are not being accurately reported when he suspends his pump. Customer's blood glucose reading was 180 mg/dl. Product is not being returned or replaced.